Event description:
Per additional follow-up, the physician reported that it was unable to be determined if car accident had any affect on the patient's pump system. Cs later confirmed that when they mentioned that the catheter was wound up, they meant that under fluoroscopy it looked like the catheter was bunched up outside of the thecal space but still around the spinal region. The catheter was discarded at the time of revision.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Physician reported that it was unable to be determined if car accident had any affect on the patient's pump system. Per the instructions for use of the intrathecal catheter, catheter kinking is a known possible risk of use of the device. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending additional follow up information regarding return of device and potential device analysis. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump with multiple volume discrepancies. Cs reported that the patient was acquired by the physician from another practice. Cs reported that a cap study was going to be performed but the physician could not aspirate from the cap. Cs also reported that fluoroscopy showed the catheter had migrated. The catheter was later explanted and replaced. At a later date, the patient was seen for a refill and a volume discrepancy was reported. Cs reported that the expected volume was 3.1mls and 20mls were aspirated. Cs also reported that the patient did not experience an increase in pain and felt as though the pump was working. Around a month later, the patient was in a car accident and reported an increase in pain since the accident. Weeks later, the patient was seen for another refill appointment and another underinfusion volume discrepancy. Cs reported that the expected volume was 6.5mls and 20mls were aspirated. The patient also alleged an increase in pain. The following week at an MRI appointment, another underinfusion volume discrepancy was observed with an expected volume of 18.8ml and an actual aspirated volume of 19-20ml. At the patient's next MRI appointment, the physician noticed that the catheter was wound and twisted behind the pump. They programmed a bolus and listened for the actuations, in which the valves were not audible. The pump and catheter were later explanted and replaced. Cs confirmed that a backtable prime was attempted and not successful. MFR 3010079947-2020-00350 was opened to address the original catheter migration and replacement and MFR 3010079947-2021-00006 was opened to address the explanted pump.